Event description:
The representative reported the patient had a revision on either (B)(6) due to change in therapy. The therapy stopped working and patient felt stimulation only in the right flank area sometime in (B)(6). The patient had stimulation in the wrong location. The representative was unsure if the lead was replaced or the existing lead was moved during the revision surgery. The patient had not turned stimulation on since. The patient¿s relevant medical history included non-malignant pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).